Event description:
It was reported the patient had surgery on right hip on (B)(6) 2003 due to unknown reasons. Patient had revision surgery. Update: patient was revised on (B)(6) 2003 due to recurrent dislocation of the components implanted on (B)(6) 2003. Acetabular liner was exchanged for a constrained liner, femoral body component anteversion was adjusted.

Manufacturer narrative:
An event regarding dislocation involving a t3 modular stem proximal body was reported. The event was confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. A review of the provided records by clinical consultants found no indication that the event was related to device design, materials, or manufacturing. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the provided medical records confirmed the patient was revised due to dislocation. Clinician review of the provided records noted the indication for revision to include "deficient proximal femur and muscles" and an adjustment to the anteversion of the patient's proximal body component. As such, the root cause of the dislocation is presumed to be a combination of insufficient musculature combined with minor malposition of the proximal femoral component. There was no indication the patient's dislocation was related to their implanted devices. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.